Event description:
It was reported that the right ventricular (rv) lead of this pacemaker system had been programmed in the unipolar sensing configuration unexpectedly. There was oversensing of noise on the rv channel that resulted in pacing inhibition. Technical services (ts) analyzed device episode data and found inappropriately stored atrial tachy response (atr) and pacemaker mediated tachycardia (pmt) episodes due to possible oversensing of the rv signal by the right atrial (ra) lead. Reprogramming to the bipolar sensing configuration was recommended. No adverse patient effects were reported. Currently, this pacemaker system remains in service.